Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in poland reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr416 optiflow junior 2 nasal cannula developed holes during use, which resulted in leaks. It was also reported that salbutamol inhalations were used. There were no reported patient consequences.

Event description:
A healthcare facility in poland reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr416 optiflow junior 2 nasal cannula developed holes during use, which resulted in leaks. It was also reported that salbutamol inhalations were used. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Method: the subject device, ojr416 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility and our knowledge of the product. Results: upon evaluation of the photography provided, it was observed that the tubing was found to be discolored and torn. The healthcare facility reported that the salbutamol inhalations were used. Conclusion: we are unable to determine the cause of the reported event. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch is quarantined for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Ensure all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.